Manufacturer narrative:
The customer did not return a sample. The definitive root cause of the customer's complaint cannot be determined. (B)(4).

Event description:
A surgeon reported bubbles from the infusion tubes. Additional info received indicated that the bubbles were air contained within water, that the bubbles arrived in the pt's eye, and that they affected the visibility during the surgery. No pt harm was reported.